Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of an electrocardiogram revealed loss of capture on this right ventricular (rv) lead. Technical services recommended further evaluation of pacing thresholds. Additional information was obtained from the sales representative that indicated this lead and pacemaker were explanted and replaced with products from another manufacturer. No additional adverse patient effects were reported.